Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 5fr mp a2 supertorque plus catheters cracked at the hub when a syringe was attached. The devices were not used in the patient as the crack was noticed when the syringe was attached for flushing. The procedure was completed by opening and using a new mpa2 catheter. There was no reported injury to the patient. The products were stored properly according to the instructions for use (IFU), and there was no difficulty removing them from the packaging. No other damages were noted prior to inserting the products into the patient. The devices prepped normally, with a syringe attached to the catheters (x2) for flushing. The intended procedure was a right heart catheterization for blood sampling, targeting normal pa¿s, with no calcification in a pediatric patient. The vessel had no tortuosity. The syringe was not torqued against resistance when attaching to the catheter. And the second device will not be returned for evaluation. The first device will be returned for evaluation.

Event description:
As reported, two 5fr mp a2 supertorque plus catheters cracked at the hub when a syringe was attached. The devices were not used in the patient as the crack was noticed when the syringe was attached for flushing. The procedure was completed by opening and using a new mpa2 catheter. There was no reported injury to the patient. The products were stored properly according to the instructions for use (IFU), and there was no difficulty removing them from the packaging. No other damages were noted prior to inserting the products into the patient. The devices prepped normally, with a syringe attached to the catheters (x2) for flushing. The intended procedure was a right heart catheterization for blood sampling, targeting normal pa¿s, with no calcification in a pediatric patient. The vessel had no tortuosity. The syringe was not torqued against resistance when attaching to the catheter. And the second device will not be returned for evaluation. The first device will be returned for evaluation

Manufacturer narrative:
As reported, two 5fr mp a2 supertorque plus catheters cracked at the hub when a syringe was attached. The devices were not used in the patient as the crack was noticed when the syringe was attached for flushing. The procedure was completed by opening and using a new mpa2 catheter. There was no reported injury to the. The products were stored properly according to the instructions for use (IFU), and there was no difficulty removing them from the packaging. No other damages were noted prior to inserting the products into the patient. The devices prepped normally, with a syringe attached to the catheters (x2) for flushing. The intended procedure was a right heart catheterization for blood sampling, targeting normal pa¿s, with no calcification in a pediatric patient. The vessel had no tortuosity. The syringe was not torqued against resistance when attaching to the catheter. And the second device will not be returned for evaluation. The first device will be returned for evaluation. One device was returned for evaluation and was evaluated under (B)(4) images of the second device were provided for review and analyzed under (B)(4). Four photos were sent for analysis. In the photos, a super torque unit from lot: 18363499 was seen. A splintered hub is noted from the luer hub and a fragment of the hub was left on a cover sheet. A product history record (phr) review of lot: 18363499 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The customer¿s complaint reported as ¿luer hub-splintered-fragments can be injected¿ was confirmed by product analysis for the device that returned (B)(4) and confirmed by photo analysis for the second device (B)(4). The fatigue striations found on the returned device suggest the material was subjected to tensile forces that exceeded the yield strength prior to splintering. The exact source of the tensile force cannot be found. Without returning the second device, the root cause cannot be determined either. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place, do not use if package is open or damaged.¿ based on the available information and the product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.